Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Doctor is admitting personal negligence and will not return the device for evaluation.

Event description:
In this event it was reported that a reciproc blue file broke during use; the broken part remains in the root canal, outcome of the event is unknown as of this MDR evaluation.